Event description:
It was reported that the customer had an issue with differences between sensor glucose and blood glucose readings, which led to calibration errors. Customer would get a calibration error and then recalibrate. Most of the time, the pump would accept the second calibration, but sometimes it would ask for a third time. Customer stated that it occurred about 3 weeks ago. Customer's blood glucose level was around 400 mg/dl. Customer cannot remember how long the sensor was in his body when this occurred. Customer was advised that he cannot calibrate with a blood glucose level over 400 mg/dl. Customer declined troubleshooting. Customer stated that he just got a low alert of 80 mg/dl. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.